Event description:
The manufacturer was contacted in reference to a dreamstation 2 advanced auto CPAP medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing.

Manufacturer narrative:
The manufacturer was contacted in reference to a dreamstation 2 advanced auto CPAP medical intervention was not specified. Patient has reported allegation of eye irritation, respiratory tract irritation, dizziness and/or headache, hypersensitivity, reduced cardiopulmonary reserve, other. Other injuries include pericardial effusion with leaky heart, sinus infections, and upper respiratory infections. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In this report, in box g report source - other has been updated/corrected. In box h method code, results code and conclusion code has been updated/corrected.